Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident and the other blood glucose level was 436 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. Customer stated that drive support cap was normal. Customer also reported his battery cap was damaged. Customer reported that casing and lcd screen of the insulin pump was scratched and the bottom of the pump on the medtronic label was discoloration. Customer reported bolus wizard was programmed accurately. The customer stated that they was troubleshooting based on report of under delivery. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. Customer stated that they ran a self-test for customer assurance, test passed. Customer also performed displacement test and test was failed. Customer reported insulin pump was worn during a medical test around an magnetic resonance image. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e70 alarm due to motor error alarm. Device had stripped battery cap coin slot, minor scratched lcd window, cracked lcd window, cracked case at display window corners, stained end cap sticker..